Event description:
It was reported that the patient's left knee was revised due to pain, flexion contracture, patellar tilt, patellar subluxation. A triathlon cr femoral component and 3x10 cs insert were revised to a ps femoral component and ts insert. Patellar component was not revised but surgeon 'cleaned up' around it.

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pain, flexion contracture, patellar tilt, patellar subluxation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: unknown, triathlon size 3 cr femur, lot unknown, unknown, triathlon 27x8 cemented patella, lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.